Manufacturer narrative:
(B)(4). Lot number: 111114, 111216, 120223, manufacturing date: 11/14/2011, 12/16/2012, 02/23/2012 quantity affected: (B)(4). Method: five complaint mr290 vented autofeed humidification chambers with lot numbers 111216 ((B)(4)), 120223 ((B)(4)), and 111114 ((B)(4)) were returned to fph in (B)(4) for investigation. The returned devices were visually inspected for the reported leaks. Results: visual inspection revealed that all returned chambers were cracked along the base of the dome. Further inspection showed that the prints on the chamber domes were smeared. A lot check revealed no other complaints of this nature for lot numbers 111216, 120223, and 111114. Conclusion: our investigation results indicate that the cracking observed on the returned chambers were most likely caused by environmental stress cracking due to the chamber domes coming into contact with cleaning products, specifically products that are alcohol-based. Based on the inspection of the returned devices, the smeared prints on the chamber domes indicate that an alcohol-based product came in contact with the chambers, possibly the hospital staff had disinfected their hands before touching the chambers. It is our intention to contact the hospital in order to educate about the safe use of these cleaning products, so as to prevent the chambers from coming into contact with such products. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product" every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is (B)(4). (B)(4).

Event description:
A healthcare facility in the (B)(6) reported to a fisher & paykel healthcare (fph) field representative that 16 mr290v vented autofeed humidification chambers were found leaking at the bottom during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4).lot number manufacturing date quantity affected111114 11/14/2011 1111216 12/16/2012 1120223 02/23/2012 3not provided unknown 11the complaint mr290v vented autofeed humidification chambers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that 16 mr290v vented autofeed humidification chambers were found leaking at the bottom during use. No patient consequence was reported.